Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). (B)(4). Manufacture date: september 11, 2015. Expiration date: july 31, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screws was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. This lot met all specifications with no issues documented that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016 for a fracture between the proximal one third femur and lesser trochanter. During the nail implantation, the surgeon encountered hard bone and difficulty with fracture reduction. Surgeon reamed the femur and as the surgeon began to insert the nail, the mallet was used to advance the nail. There were multiple attempts to reposition the nail, which resulted in backslapping the nail. Steps were taken to insert the lag screw through the nail. X-rays were taken to verify the position of the guide-wire. Additional x-rays were taken to verify the position of the lag screw. It was noted that the x-ray technician was not providing the surgeon with the views requested. There was no surgical delay. The surgery was completed with incomplete x-rays and patient was sent to post-operative, where additional x-rays revealed that the lag screw had missed the nail. The patient underwent a revision surgery on the same day to remove the lag screw and insert a new lag screw. The nail remained implanted. The same aiming arm and insertion handle were used without difficulty in a subsequent surgery. X-rays during the case and post-operative x-rays confirmed the screw was properly placed. Patient outcome is reported as positive. This is report 2 of 5 for (B)(4).